Event description:
In 2007, the pt reported that insulin dripped into the cartridge compartment of his infusion device. He stated that while changing the insulin cartridge he was not able to remember how to retract the piston rod and he inserted a full insulin cartridge into the infusion device while the piston rod was completely extended. This caused insulin to squirt out of the insulin cartridge and into the infusion device. The pt was advised that the piston rod must be completely retracted before inserting the insulin cartridge. He was also advised to attach the infusion tubing and adapter to the cartridge before insertion. The pt was assisted with retracting the piston rod and inserting the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.